Event description:
Revision surgery revealed the patellar component had broken. The bone cement was also removed at this time with the component.

Manufacturer narrative:
Eval of this event can not be performed as the device has not been returned to co but rather has been retained by the dr. Attempts to obtain the device and/or device info have been unsuccessful.